Event description:
Service of summons and complaint was manufacturers first notice of the event. Plaintiff's counsel claims that the patient acquired freezer burn from using donjoy iceman. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
This is part of a lawsuit being addressed by our legal department which just notified regulatory affairs at this time.